Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge displayed 110 units of insulin. Additionally, air bubbles were observed in the syringe. Although requested, the customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.